Event description:
The device was used on a person diagnosed in cardiac arrest. The first two ECG analyses resulted in shocks being advised and delivered. Subsequently, no additional shocks were advised. The patient was resuscitated. During review of the recorded event data, the reporter is questioning why the device advised a shock after the second ECG analysis.